Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; rupture was discovered intraoperatively during "change of implants and breast lift" procedure.

Event description:
Patient reported left side breast implant ¿had broken and was scattered in smaller pieces¿ discovered intraoperatively. Device has been explanted and replaced.